Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter was observed to be kinked after removal from packaging. The catheter was replaced and the case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the mapping catheter, 990063-020 with lot number 214063244 was returned and analyzed. Visual inspection of the mapping catheter showed the shaft and the introducer were both broken at 1.5 inch from the lemo connector. No ECG signal wires were broken inside the shaft. The reported kink issue was confirmed through testing. The mapping catheter failed the returned product inspection. If information is provided in the future, a supplemental report will be issued.